Manufacturer narrative:
PMA/510k corrected information: the aware date for the initial report should have been 2020-08-25 and not 2020-04-24. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 600 mcg at 28 mcg/day via an implantable pump. The other medication the patient was taking at the time of the event was oral baclofen. On (B)(6) 2020 it was reported that the patient was locked out of country due to covid-19. The pump started to alarm (B)(6) 2020 and multiple attempts by the patient to get a refill of baclofen for pump but was unable due to pandemic. The patient entered the USA in (B)(6) and tested positive for covid-19, therefore, was unable to get the pump refilled. The environmental, external or patient factors that may have led or contributed to the issue was the pump alarmed due to 0 drug in the pump reservoir due to covid-19. The diagnostics and troubleshooting performed was a rotor/dye study was performed on (B)(6) 2020 and the catheter seemed patent and rotor was rotating. No interventions were taken, and the pump was refilled with baclofen. It was noted that the patient stayed overnight in the ICU (intensive care unit). Surgical intervention did not occur nor was planned. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.the patient status was noted as alive, no injury and no further complications were reported or anticipated regarding the event.